Manufacturer narrative:
(B)(4).this complaint was not confirmed. The root cause was the solution bag falling and disconnecting during therapy. A label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem .the root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This report is for connection issue. The customer contacted baxter's technical service center to report a check lines and bags which occurred on home choice (hc) during use during dwell 3 of 5. The home patient (hp) stated that her supply bag fell and became disconnected. The baxter technical representative (tsr) assisted the hp with end therapy early procedure. The hp will notify the peritoneal dialysis registered nurse (pd rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance was contacted by the patient on (B)(6) 2011. The patient stated the following: the heater bag didn't fall of the cycler, it just became unhooked and the connection seemed to be secure when it was first made. The patient contacted her nurse as she couldn't understand her manual. No patient injury or medical intervention was reported.